Event description:
It was reported that the user experienced bluetooth connectivity problems that resulted in a failed pairing between the dexcom g7 cgm and the ilet, which led to dosing being stopped and a sensor replacement, with blood glucose reported at 180 mg/dl. Symptoms included interruption of automated insulin dosing. Outcomes included temporary loss of dosing until cgm pairing could be restored. Investigation included guided troubleshooting and education, which involved toggling the ilet cgm setting between dexcom g6 and g7, restarting the ilet, reviewing recent cgm alert history, and advising the user to allow up to 30 minutes for pairing. Investigation of this case revealed pairing failure associated with the cgm connection and operation during a grace period that expired. It was concluded that the cgm-to-ilet connection interruption stopped dosing and that resolution steps were completed with instructions provided to restore pairing.